Event description:
During a lavh (laparoscopically assisted vaginal hysterectomy) the olympus thunderbeat 5mmx35cm was going to be used by the surgeon when he noticed that the handpiece white element between the blades had come apart. Surgeon then brought the device back up through the 5mm trocar. All pieces were accounted for and no harm was sustained by the patient. Manufacturer response for olympus thunderbeat handpiece, olympus thunderbeat handpiece (per site reporter): that the manufacturer field representative was notified and will be picking up device at hospital.